Manufacturer narrative:
Batch review performed on 07.jan.2021: lot 167597: (B)(4) items manufactured and released on 14-feb-2017. Expiration date: 2022-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the complaint: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 172253. Batch review performed on 07.jan.2021: lot 172253: (B)(4) items manufactured and released on 17-jul-2017. Expiration date: 2022-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner, 3 years 4 months after the primary. The surgery was completed successfully.